Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high blood glucose event on the ilet after an infusion set change, with hyperglycemia occurring shortly after the supply change and later a low blood glucose after a subsequent full supply change and meal announcement; the infusion set used was contact detach, and the specific device component implicated could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a medical device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.